Event description:
The patient called to report that they had gone to the hospital by ambulance due to shortness of breath and that they are still experiencing the shortness of breath once in a while. The patient also reported that they were told their pacemaker was not working right. The patient's device was not tested in the hospital. Follow-up with the patient's doctor reported that the patient has not been seen by their doctor for any follow up including there was no checking of the device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.